Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the torque limiting handle was found to be out of tolerance during an onsite test. No patient or hospital involvement. Decom is present and also the fail test sheet is present. This report is for one (1) torque limiting handle 80in-lb. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: investigation flow: power tools/calibration. Visual inspection: the torque limiting handle 80in-lb (p/n: 299704320, lot #: gb128407) was returned and received at us cq. Upon visual inspection, there were no issues identified with the returned device. Functional test: torque test were performed at orthokit facility. During torque testing, the device was found to be out of specification. The torque was measured to be 88.890 nm. This is not within the specification of 72lb to 88lb, per (B)(4) rev. 9 attachment 2. The device torque tested high. The complaint is confirmed and the device received failed in the torque test. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed as the device failed in the torque test. There was no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for verse 3in1 driver, torque wr was conducted identifying that lot number gb128407 was released in a single batch. ¿ batch1: lot qty of (B)(4) units were released on 12 aug 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.